Manufacturer narrative:
One hotline blood and fluid warmer was returned for analysis. Upon visual inspection, the unit was observed to cracking to the tank cover and enclosure. Wear and tear were noted to the block assembly, line cord, front cover and the pole clamp. The tank was filled with water, temp check was attached, the line cord was plugged in, and the unit was switched on; confirming the customers complaint of leaking. Based on the evidence, the root cause was found to be due to user interface.

Event description:
Information was received indicating that the reservoir to a smiths medical level 1 hotline blood and fluid warmer was found to be leaking. There were no reported adverse effects.